Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/12/2021. Additional information: h4, h6 component code: g07002 device not returned. H3 evaluation: no sample available for evaluation. A gemba was performed in production line in order to identify any process step that could contribute to the reported defect and no non-conformances were identified. In addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, the reported defect by the customer could no be verified or related to manufacturing process. In addition to, there was no sample available for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Date of procedure? Did reservoir function during surgery? Date of event? Was another reservoir attempted? Was there an issue with the drain? Did the drain require replacement? Was surgery required to place another drain? Product is not available for return.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During or after procedure, failure occurred. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/19/2021. Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? No further information is available. Date of procedure? No further information is available. Did reservoir function during surgery? No further information is available. Date of event? No further information is available. Was another reservoir attempted? No further information is available. Was there an issue with the drain? No further information is available. Did the drain require replacement? No further information is available. Was surgery required to place another drain? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.